Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart. A cold reset was performed. Customer also had blood glucose of unknown. Customer stated that the insulin pump received another pump error after battery change. Troubleshooting was performed. The insulin pump will be returned for analysis.